Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was found to be kinked/bent. The main coil was found to be detached. The introducer sheath and coil were not returned. Main coil prematurely detached/separated during use functional test not done as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil prematurely detached/separated during use was confirmed during analysis. The device was analyzed and only the delivery wire was returned. Main coil was not returned. The main coil was seen to be prematurely detached. The coil delivery wire was noted to be kinked/bent. An assignable cause of procedural factors will be assigned to the as reported main coil prematurely detached/separated during use and coil in catheter friction ' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed main coil prematurely detached/separated during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure.

Event description:
It was reported that during an endovascular procedure when delivering the subject coil to its destination, there was resistance inside the microcatheter. The physician started to withdraw the subject coil and felt that there was no any resistance. The subject coil detached from the wire and was partly inside the microcatheter. With a coil pusher the physician was able to get the subject coil to the correct destination. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure when delivering the subject coil to its destination, there was resistance inside the microcatheter. The physician started to withdraw the subject coil and felt that there was no any resistance. The subject coil detached from the wire and was partly inside the microcatheter. With a coil pusher the physician was able to get the subject coil to the correct destination. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3: the device is not available to the manufacturer.